Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The illuminator was analyzed and the reported failure was replicated. The illuminator was installed onto an si system and it failed testing with an error 48245 displayed. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, an error 48245 occurred. The illuminator lamp could not power on. The technical service engineer (tse) guided the customer to reseat the lamp module but the issue persisted. There was no patient injury reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the same da vinci system. A 3rd party illuminator was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.